Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the lcd was illegible.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon follow up with the initial reporter on (B)(6) 2017, the initial reporter stated that the lcd was illegible, inaccurate and/or dysfunctional and failed during pm procedures.